Event description:
The customer reported that the ventilator powers on by itself. The device was not in patient use at the time of the reported event. Customer reported the device to have turned on by itself and when tested in biomed the complaint was confirmed. The battery is fully charged. The remote service engineer (rse) advised the customer to replace the user interface (ui) pcba if unit has 2nd gen ui pcba assembly installed or replace the ui display if unit has original hydis lcd installed. The customer confirmed that the unit has original hydis lcd and requests onsite service. The authorized service provider (asp) verified the complaint; unit will not power on when button was pressed. The asp replaced the user interface assembly, and the issue was resolved.

Manufacturer narrative:
The user interface assembly was returned for analysis. Visual inspection of the user interface assembly revealed no evidence of damage or contamination. After testing, the customer¿s reported complaint of the ventilator powering on by itself was not duplicated. There was no fault was found on the returned user interface assembly.